Manufacturer narrative:
On 17-jan-2024, the product investigation was completed since the device was not returned for analysis. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31151054l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a premature ventricular contraction (pvc) cardiac ablation procedure and patient experienced heart block treated with a pacemaker. The physician reported that a patient who had received a pvc procedure on december 12 developed cavb (complete atrioventricular block) during hospitalization and was going to have a pacemaker implanted. Since the ablation was conducted on december 12 and the patient developed cavb on december 15, the event was thought to be temporary due to edema. As the patient requested early discharge, a pacemaker implantation was decided. Pacemaker implantation was performed electively. The patient was then discharged from the hospital and has fully recovered. The physician's opinions on the relationship between the event and the product (comments): originally, the patient asked to stop the pvcs even the his bundle could be cut off, so the bw product was not the cause. No abnormalities observed prior to or during use of the product.